Event description:
It was reported that inappropriate therapy was delivered to the patient by the device. Reprogramming was suggested. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that the patient continued receiving shocks on a frequent basis and the device then stopped working. The device was explanted and replaced. The patient was doing fine.